Event description:
It was reported that the patient received shocks from the device during an episode that was detected as sinus tachycardia (st) but then detected as fast ventricular tachycardia + supra ventricular tachycardia (fvt+svt.) It was also reported that there was intermittent far field r-wave (ffrw) sensing during the episode which resulted in it being classified as a double tachycardia. There was also evidence of atrial undersensing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was later reported that the physician observed an unexpected battery voltage decrease. There was also evidence of atrial undersensing. The device and right atrial lead remain in use.